Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarm was noted. However, the insulin pump was unable to vibrate during the self test due to a broken vibrator wire. The insulin pump was monitored and no display anomaly or audio anomaly was noted and the time advanced properly. The insulin pump had minor scratches on the display window.

Event description:
It was reported that the insulin pump sounded a constant tone without an alarm showing on the display. The customer stated that he changed out the battery on his device after receiving a low battery alert, and now the insulin pump only showed version 1.1 on the display. He noted that he had changed the battery out several times. The blood glucose reading was 133 mg/dl. The customer stated that he inserted the new battery about 3 minutes after the low battery alarm had been cleared. He stated that the insulin pump only had a partial display with the version, and the insulin pump failed the self test. He was unable to confirm a time and date setting reset. There was no response from any buttons, and the screen was not totally blank. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.